Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who had an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had been having trouble charging. Initially, physician thought it was swelling, but swelling had gotten better and patient continued to only get 2 coupling bars. Caller reported they could feel the outline of the device, the ins sat below the belt line and the patient had not tried using the recharging belt. Caller reported they have pressed against the device and continued to only get 2 coupling bars. The ins pocket did not appear to be loose. Antenna locate feature was performed and were getting around 70-80's range but were only able to get 2 coupling bars. Further follow up with the hcp was planned. Patient was showed how to use the charging belt. Physician did not feel need for x-ray at that time. Patient was still getting mostly 2 coupling bars and would continue to charge and call if questions. No symptoms were reported. Additional information was received from consumer. It was reported that patient gets 2 coupling boxes to fill in on average and had never gotten more than 4 coupling boxes. Patient was getting poor coupling when charging their ins. Patient said there were in "high stimulation" programming and that it took forever to charge. Patient said they have been working with local manufacturer representatives on this issue. Patient tried everything including turning the antenna dial prior to the report. Patient wanted both recharger and antenna replaced. A replacement recharger antenna was sent and patient said that did not resolve the issue. Patient still thought it was the recharger that was defective and that it was a "lemon". Patient said manufacturer representative had worked with them but they did not know if the representative ever use a different recharger to see if a different recharger was able to get a good coupling. Patient said using recharging waist belt and fastening the strap so more pressure was applied on the recharger over the implant did not resolve the issue. Patient said they highly doubt that it was their implant location causing the issue and stated their implant was directly under the skin (so superficial) that periodically, they had to be careful pulling up their pants because they did not want it to catch on them. Patient said that device was implanted perfectly. A replacement recharger was sent. Patient medical history includes patient's device implant procedure could not be done as an outpatient because they had so many issues with scar tissue. Patient had to have a laminectomy first before healthcare professional could get it implanted. Additional information was received from consumer. It was stated that in a year time, patient had never gotten a full (8 bars) charge coupling. Average is 2, sometimes, patient got lucky and got it. The antenna was replaced., then the entire recharger unit was replaced with the same result. At one time, another 3 manufacturer representatives have also tried with same results. For patient, that was a catch 22 because the pain down their right leg is mostly/ 97-99% gone; however, it takes 3 sometimes more hour to achieve a 90-95% complete charge. The battery was placed with guidance right below the skin. Patient have never gotten a full charge. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient was never able to charge the battery beyond the 50% mark. The patient¿s pocket was just right laterally to the midline of the buttock. The patient is fleshy, and the area of the pocket is very moveable. The patient was educated to make sure she was recharging correctly. The battery was replaced. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Analysis of the 97714 ((B)(4)) found no significant anomalies. Product analysis #(B)(4):analysis information -- (B)(6) 2018 08:41:43 cst pli# 10, product ID# 97714. Below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {tested the coupling between recharge antenna and ins at body temperature and various spacings. The results were 8 bars coupling at 0 cm spacing, 8 bars coupling at 1 cm spacing, 4 bars coupling at 2 cm spacing, and 0 bars coupling at 3 cm spacing.} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.